Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. ) the device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator. Product name: coolflow irrigation pump. Product name: pentaray catheter. Non-bwi product used: 8fr re-sterilized stryker ultrasound catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a thermocool smarttouch sf uni-directional nav catheter and suffered cardiac tamponade which required pericardiocentesis, draining 300 cc's of fluid and hospitalization. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician can't confirm the cause of this adverse event. Settings during the event include: power control mode between 20 to 30 watts, irrigation flow of 30 ml and activated clotting time between 300 and 350 seconds. Also, a brk needle and an sl1 8.5 french were used.